Event description:
An independent sales agent alleges that there was a trestle screw breakage or back-out. The implant remains in patient. There was no revision surgery performed or scheduled.

Manufacturer narrative:
The incident cannot be confirmed since no lot number or part number has been provided. Patient's condition was not provided by the sales representative. Sales representatives were contacted on the following dates for information: 01/21/2010, 01/26/2010, 02/01/2010, 02/04/2010. Additional attempts will continue. MDR supplements to be provided upon receipt of additional information.